Event description:
It was reported that after successful implant of a bifurcated device and a suprarenal aortic extension, the physician noted that the left limb of the bifurcated device was allegedly occluded and a small dissection was noted in the right iliac artery distal to the bifurcated limb. The physician implanted 3 competitor's stents on the right limb of the bifurcated device and in the iliac artery in an attempt to treat the dissection. Reportedly, the physician reversed the heparin to successfully treat the occlusion. It was reported that the patient tolerated the procedure well.

Manufacturer narrative:
The device was not returned and therefore, device evaluation could not be performed. Computed tomography (CT) images were provided for review and review of the records provided indicated that the measurements of the right iliac were 9.5mm tapering down to 7mm. It is likely that the compliant balloon (used to post dilate the infrarenal cuff) was inflated too aggressively in this small right iliac causing a small dissection and causing the right common iliac limb to occlude. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device not returned to manufacturer.